Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump alarmed compromised force sensor when filling the reservoir. Customer removed the reservoir, primed and felt resistance. He changed the reservoir and manually primed and it was smooth; he put the reservoir back in and received the alarm again. The insulin pump was not bumped or dropped. The drive support cap is flush. Blood glucose value was 107 mg/dl. Nothing further reported.